Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified radial antecubital vein. A 6.0mm x 100mm x 75cm athletis balloon catheter was advanced for dilatation. During the second inflation at 30 atmospheres for 1 minute, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.